Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge her ipg due to lack of recharge. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.